Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the patient was noted to be experiencing ventricular fibrillation. A chest-ray was performed which revealed the right ventricular lead had dislodged which caused oversensing. The physician attempted to reposition the lead without success, the lead was subsequently explanted and replaced. The patient was in stable condition post surgery and would continue to be monitored.